Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure as the physician withdrew the device from the stomach the loop wire on the end of the peg separated from the tube. Nothing fell inside the patient. The incision size was reported to be 1.5cm. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the blue pull wire to be threaded through the otn needle sheath. The pull wire was attached to wire loop of the pullwire assembly of the delivery system and the outer ring was intact on the 20 fr domed peg tubing. The threaded portion of the pullwire assembly was found to be sheared in two and the distal end was inside the inner ring and remained inside the tubing of the 20 fr domed peg. The proximal end of the pullwire assembly was found to have the wire loop intact. The pullwire assembly cannula tip was exposed. The fractured ends of the pullwire assembly threads show evidence of failure while undergoing both shear and/ or torsional forces. The condition of the returned unit was consistent with the complaint incident that the pullwire tip detached. Based on the event description and the evaluation of the returned device, the most probable root cause is operational context. A review of the device history record for lot 14304892 was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14304892.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the physician withdrew the device from the stomach the loop wire on the end of the peg separated from the tube. Nothing fell inside the patient. The incision size was reported to be 1.5cm. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.